Event description:
At a recent vascular conference, a case was presented involving a thin-walled, removable ring gore graft. A bypass procedure was performed in the leg on a (B) (6) male patient. Patient fell and twisted his leg, causing a graft disruption. The graft tore into two pieces somewhere along the length of the graft, but not at the anastomosis. Further investigation revealed that gore graft was implanted on (B) (6) 2010. Patient fell out of bed and developed an ischemic leg. The graft had disrupted approximately 1 1/2 cm above anastomosis. Using another gore graft, a revision was done on (B) (6) 2010 to repair the torn graft.

Manufacturer narrative:
The investigation is presently in progress.